Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not power on. There was no patient or customer involvement. The device was returned for evaluation.

Manufacturer narrative:
The device was subjected to visual inspection and functional testing. The evaluation determined that the issue was caused by a failed electronic component. Based on the results of the investigation, the reported event was confirmed. (B)(4).